Manufacturer narrative:
It was reported that patient was experiencing critical battery alarms. The controller, (B)(4), and battery, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed two (2) critical battery alarms involving battery (B)(4). In the first critical battery alarm, the battery went from a high relative state of charge (rsoc) of 95% to 0% rsoc. The second time, the battery appears to have 195% rsoc. After the critical battery alarms, the battery went back to the previous rsoc values. This observation is indicative of a communication errors. The most likely root cause of the reported event can be attributed to a communication errors between the controller and battery. Sn: (B)(4) - battery. Di #: (B)(4). Device evaluated by MFR: yes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: bat220190 - battery / catalog number 1650de / expiration date: 06/30/2017. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after the controller was exchanged to a backup controller a critical battery alarm was noted on the log file. The controller and battery were exchanged. No patient complications have been reported as a result of this event.